Event description:
Agency name: (B)(4). When did it occur? : during use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? No. If they were used, was something attached to them? : returned quantity: 10 (those of the same lot). Details of the event: after injection, the hub part came off when the needle was withdrawn and the needle remained attached to the pen. The needle could be inserted and injected without a problem. The needle was wet and disposed of, and was brought to the clinic in the same bag. We would like you to check for similar problems with the products in the same bag and lot.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (component code, type of investigation, & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.